Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an over infusion occurred during therapy while using a spectrum iq pump after the soft limit rate was increased. The device was programmed 94cc/hour loading dose, however there was a "network error" at which triggered a soft limit and rate increase of 156cc/hour. The nurse accepted the rate change which resulted in a rate of 250cc/hour. It was also reported there was an unspecified error message during when programming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.